Manufacturer narrative:
Corrected information: d2, h6 (health effect - clinical code) the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. A root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the patient stated experienced lesions (red/white on inside of cheek) by using a comfort 3d upper arch. The device was delivered on (B)(6) 2025 and lesions are still present.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).